Manufacturer narrative:
Efforts to obtain additional product details were unsuccessful. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead had pulled back slightly one day post implant. A boston scientific technical services consultant discussed and documented the reported clinical observation. No adverse patient effects were reported.